Event description:
It was reported that during a lap case on (B)(6) 2024, the device froze up. Customer swapped out the device with a back-up mid case and then completed the procedure. There was no patient impact reported. However, this issue caused a 20 minute delay to the procedure.

Manufacturer narrative:
The device was returned to our us facility on sept-26-2024, and will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation conducted by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "device froze up during use" was confirmed. No further defects were detected. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the mishandling by user. Touching the screen for more than five seconds will result in the touch screen being out of calibration. This could happen by using the screen or by any material has contact to the screen. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID: (B)(4).